Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that safety shields are popping off. When capping the needle with the safety cap, "the safety seems to pop off." Lot no. 2006568, 2096707 and 2137001.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2006568, medical device expiration date: 2024-12-31, device manufacture date: 2022-01-25. Medical device lot #: 2096707, medical device expiration date: 2025-03-31, device manufacture date: 2022-05-03. Medical device lot #: 2137001, medical device expiration date: 2025-05-31, device manufacture date: 2022-05-17. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes, d9: returned to manufacturer on: 2022-09-06. H.6. Investigation summary: "material #: 368650. Lot/batch #: 2006568, 2096707, & 2137001. Bd received 20 samples (10 from lot 2096707 and 10 from lot 2137001) for investigation. The samples were evaluated by functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, since no samples were received from lot 2006568, 20 retention samples of this lot from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that safety shields are popping off. \ when capping the needle with the safety cap, "the safety seems to pop off." Lot no. 2006568, 2096707 and 2137001.